Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not delivering enough insulin. The customer's blood glucose was 16 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, self test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The bolus wizard functioned properly per bolus wizard sample in the user guide. The pump delivered the estimate total of 3.5 units. The bolus delivered and recorded properly the estimate details in the bolus history file. No bolus wizard or bolus delivery anomaly was noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.